Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. Specifically, capture was at 3.0 volts at 2 milliseconds. Additionally the ra pace impedance measured high, at greater than 1700 ohms. It was observed that the pace impedance increased significantly in the recent past. No visible damage was seen upon visualization of the lead in the pocket or under fluoroscopy and a pacing system analyzer was not tested with the lead. However, the physician decided to abandon the lead surgically and implant a new lead. The root cause remains unknown. No additional adverse patient effects were reported.